Event description:
It was reported that the user experienced low blood glucose during pump training, including a documented glucose of 67 mg/dl, while not dosing for usual meals to allow pump training, after which a factory reset was performed and education was provided on training and treating low glucose with carbohydrates. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting with device reset and user education. Investigation of this case revealed no device malfunction and suggested user training and usage factors during the training period as potential contributors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.